Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found, the lock engagement knob rotates concurrently due to deformation, the up/down knob is deformed, the switch button one has a scratch, the elevator channel plug nut is loose, water tightness is lost due to a dent on the distal end, the adhesive on the bending section cover is detached, the universal cord has a dent and the connecting tube has a dent. Due to wear of the angle wire, the play of the right/left knob is out of the standard value. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, there is a gap of adhesive on the distal end which a stain entered inside the lens through the gap. There is also a gap between the acoustic lens and ultrasound probe. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to the gap between the acoustical lens and the ultrasonic probe. Olympus will continue to monitor field performance for this device.